Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that a rep was able to jump start the device. When a different rep saw the patient for a follow up appointment, he was unable to keep it charged due to not making the time to charge. This was not a device issue but a patient issue. When the rep went to clear to the por message, the ins needed to be charged more, but the patient had said he wanted the new device so he didn't take the time to recharge the old device after it was jumpstarted. At this time, the rep was not sure when the patient will be in the schedule for a replacement. The rep was going to make a note for the person doing the case to return the old battery once it is removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2019, the patient was not able to charge the ins because they kept seeing the reposition antenna screen. When they tried to connect using the patient programmer, at first the screen was blank, but after replacing the batteries in the programmer, the patient saw the poor communication screen. No symptoms were reported. It was noted the patient had not used the ins for a while, and the last time they had successfully charged the ins was 4-6 weeks prior to the report ((B)(6)/(B)(6) 2018). They were redirected to see the doctor to determine if the ins had gone into overdischarge. On (B)(6) 2019, additional information was received from the patient. It was reported that the patient was still having a charging issue/the ins was not charging and the ins was not working. The patient stated the hcp told them the device needed to be replaced. On (B)(4) 2019, additional information was received from a manufacturer representative (rep) who met with the patient for a power on reset (por). The physician mode reset was successful after 2 rounds. The patient also reported having a difficult time keeping a good connection while charging and thought they needed a new recharging antenna. The rep was going to meet with the patient again on (B)(6) 2019 to access. Additional information was received from the rep on june 13, 2019. They had obtained information from the patient and the healthcare provider (hcp). They reported that during their visits with the patient, they were not made aware of any issues associated with their equipment but they did know that the patient did not keep their device charged. The rep had met with the patient to facilitate the patient with getting a new battery and all information had been given to the doctor. Ins replacement has been planned. The rep reported that all issues were resolved. No further complications were reported or anticipated.